Manufacturer narrative:
The affected devices were returned and evaluated. A dimensional inspection was performed and specified that one of the legion ps high flex xlpe insert's attributes were deformed during the insertion attempt and could not be accurately measured. A review of the complaint history revealed that this is the first complaint we've received for this batch (10jm65224). The genesis ii non-porous tibial baseplate's attributes were all within specification. There were no manufacturing or material deviations noted during our investigation. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Event description:
It was reported that a revision was performed due to poly would not seat.